Event description:
It was reported that during a da vinci-assisted surgical procedure, cables broke in the jaw joint of the monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: it was confirmed that no fragments fell into the patient anatomy as a result of the reported issue. The procedure was performed on a female patient. Photographic images of the device were provided for further review.

Manufacturer narrative:
A review of the customer provided image is consistent with the reported event of a broken cable at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.